Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was dislodged from the original implant position. The physician attempted to reposition the lead, however, the helix was unable to be retracted. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the extended position and clogged with blood and tissue. The reported event of failure to capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The reported event of failure to retract the helix was confirmed. An x-ray examination revealed the inner coil to be over-torqued at the connector region. After cleaning the helix region of blood and tissue and applying torque directly to the inner coil, the helix was able to successfully retract and extend. The extended helix was measured to be within required product performance specification. The cause of failure to retract the helix was isolated to the over-torqued inner coil at the connector region consistent with procedural damage. All other damage observed was consistent with procedural damage.